Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. No needle fragments fell into the pt. There was no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.